Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. Per review of wo notes, during troubleshooting they found that the chiller temperature was only at 35 degrees and the chiller was full, sending quote for chiller replacement. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling during the functional check, water temperature only dropped to 34 degrees. Per review of wo notes, during troubleshooting they found that the chiller temperature was only at 35 degrees and the chiller was full, sending quote for chiller replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling during the functional check, water temperature only dropped to 34 degrees. Per review of wo notes, during troubleshooting they found that the chiller temperature was only at 35 degrees and the chiller was full, sending quote for chiller replacement.